Event description:
It was reported by the affiliate that when the devices were used during a hemicolectomy procedure, the devices jammed. Another device was opened to complete the case. There was no consequence to pt.